Event description:
It was reported that the hole was correctly drilled. A tap was used to insert anchor. Anchor was inserted but did not seat, it pulled right out of drilled hole. As another anchor was being tapped, it broke in half and shattered. Not all of the fragments were removed. Another hole was drilled adjacent to the original hole and another suturetak of same lot was used as well as three additional ones. All were inserted successfully. Bone quality was hard. Slap repair/bankhart procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This type of event is typically caused by over-insertion, not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.